Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2017. Reportedly, during the stent placement procedure, the hot axios stent was successfully placed and black liquid was seen draining through the stent. According to the complainant, on (B)(6) 2017, 36 hours post stent placement, the patient presented with a bleed from the splenic artery that could not be controlled. The patient bled out and died. The physician reported that the patient¿s cause of death was not related to the stent. According to the physician, the draining of the pseudocyst resulted in a reduction of pressure within the cyst, into which a weakened vessel ballooned and ultimately burst.

Manufacturer narrative:
Has been updated with additional information received on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2017. Reportedly, during the stent placement procedure, the hot axios stent was successfully placed and black liquid was seen draining through the stent. According to the complainant, on (B)(6) 2017, 36 hours post stent placement, the patient presented with a bleed from the splenic artery that could not be controlled. The patient bled out and died. The physician reported that the patient¿s cause of death was not related to the stent. According to the physician, the draining of the pseudocyst resulted in a reduction of pressure within the cyst, into which a weakened vessel ballooned and ultimately burst. Additional information received on (B)(6) 2017: a computed tomography (CT) scan conducted prior to the procedure did not reveal any evidence of pseudoaneurysm.